Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was not working. Additionally, it was reported that a malfunction alarm occurred. Lastly, it was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl; cause was unknown. Customer consumed carbohydrates and glucose tablets to address bg. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction alarm issue and the wake button issue were verified, but the alleged low blood glucose issue could not be verified. Additionally, a different issue was identified.